Manufacturer narrative:
No product sample has been provided to the site. Without a returned product, the investigation could not be confirmed whether a quality related issue has been found. The reported problem could not be verified and/or confirmed with confidence. Therefore, no further action will be conducted at this time. Complaint information will continue to be monitored for any new information or adverse trends and take further actions accordingly. Device history record review found no discrepancies or anomalies relevant to complaint.

Event description:
The plastic catheter securement device dislodged from the soft dressing . The rupture of the device led to an accidental removal of the catheter. A second epidural catheter had to be inserted. No further incident observed afterward. Incident reportedly occurs at a frequency range of 1 to 4 times per month. Additional information received on 29-sep-2022: the device was changed. No further issue observed.